Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected restart error test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. No off no power alarm were noted. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Device received with stained end cap sticker. Device received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device turned off twice. Customer's blood glucose was 30 mmol/l. During troubleshooting, found motor error alarm, no reservoir alarm, and off no power alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.